Event description:
Reportedly, after firing, the device could not be removed from the cavity and the anvil came off from the instrument. The anastomosis was cut and the anvil was retrieved from the cavity. Used another device to complete the case. Procedure: lar.